Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend instrument would not open. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 19-jan-2026, intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred during dissection and did not occur after a system fault. The jaws of the instrument were clamped closed after it had been working. The customer was able to open the jaws by using the release slider. The reporter did not know if the jaws were stuck on tissue. There was no adverse effect to the grasped tissue, and no unexpected tissue was removed. There was no report of bleeding. There are no photos or videos for isi to review. Patient demographic information was not provided. On 9-feb-2026, isi did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was inspected and failed manual articulation test. The grips did not open. Additionally, the instrument housing was removed, and fa found a dislodged dowel pin from its expected location. This resulted in a loose grip cable and a loss of tension of the grip cable. As a result, the imprecise motion was caused by loose grip and dislodged dowel pin cable at the proximal end. The probable root cause of the customer reported issue, loose grip cable and imprecise motion can be attributed to dislodged dowel pin.